Manufacturer narrative:
This report is based on information provided by philips remote service engineer (rse) and has been investigated by the philips complaint handling team. Philips received a complaint on the heartstart mrx defibrillator indicating that the device does not pass testing and displayed a "hardware problem, maintenance required¿ error message. The rse evaluated the device remotely and it was determined that the load test did not pass. The customer replaced the load cable (m3725), and the issue was resolved. Multiple good faith efforts were made to obtain additional information regarding the hands free cable (m3508) also mentioned, but attempts have been unsuccessful. The device remains at the customer site and no further evaluation is warranted at this time. Based on the available information, the cause of the reported problem was due to a malfunction of the load cable (m3725). The root cause of which could not be determined. The reported problem was confirmed. Based on the information available and results of additional analysis, no further action is necessary at this time. The customer replaced the load cable (m3725), and the issue was resolved. The information in the complaint investigation summary addresses the current investigation findings. No further investigation for this event is possible at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened for reassessment.

Event description:
It was reported to philips that the heartstart mrx defibrillator does not pass the test and displays an error message, "equipment problem, maintenance required". There was no reported patient involvement.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.